Event description:
Surgeon was using the davinci vessel sealer and said the first couple of uses on the tissue felt that it worked as it should. As the case went on he felt that it was taking a much longer time to seal than it normally does and "just felt like something wasn't working correctly". The surgeon felt it was safe to proceed and finish the case with the original sealer that was already in use. However, the surgeon felt that something "felt off" about how this one worked and asked that it be returned to the company to see if they can indicate any problems with how it functioned.

Event description:
Surgeon was using the davinci vessel sealer and said the first couple of uses on the tissue felt that it worked as it should. As the case went on he felt that it was taking a much longer time to seal than it normally does and "just felt like something wasn't working correctly". The surgeon felt it was safe to proceed and finish the case with the original sealer that was already in use. However, the surgeon felt that something "felt off" about how this one worked and asked that it be returned to the company to see if they can indicate any problems with how it functioned.